Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. No patient symptoms were reported. Review of the transmission revealed possible myopotential oversensing. Programming changes were recommended.